Event description:
It was reported that the patient was experiencing migration of the generator. The patient reported that the migration of her vns generator was due to body architecture changes. The patient had recently lost a lot of weight (not alleged to be related to vns) and when the patient would move on her side or her back while lying down she felt the generator "flip" in the pocket to where it was angled at a 45 degree angle at times. She stated the sensation was uncomfortable and painful. Additional information was received that the patient was considering pocket revision surgery. No known surgical interventions have occurred to date. No additional relevant information has been obtained to date.

Event description:
It was further reported the patient will be having surgery for patient comfort and generator movement. The physician is unsure what is causing the patient's pain but noted she had intentionally lost a significant amount of weight and she was implanted with a m105 generator, from an m103 generator, in (B)(6) 2014. The physician explained the patient did not have the pain when implanted with the m103 generator. No known surgical interventions have occurred to date. No additional relevant information have been received to date.